Manufacturer narrative:
(B)(4). Batch # r59r5c. Investigation summary: the analysis found a gst60b cartridge reload received. The cartridge was received with the right proximal pan hook and middle retention feature disengaged. The sled was in the home position. No reset mark. Double drivers appear to be missing-right side. No pan deformation. Ten (10) right double drivers missing. All staples present. No damage to the cartridge body. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, upon opening the gst60b reload, the metal pan (tray) was dislodged or out of place. The reload was removed from the sterile field. A second like reload was tried. Upon further inspection, it appears that ten double drivers were missing from the reload. The drivers were not found loose in packaging. There were no patient consequences reported.